Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on 08/05/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
X-rays were received and reviewed by manufacturer. The lead connector pin was inserted into the generator header; however, complete insertion could not be confirmed due to the poor quality of the x-ray image. The cause of the high impedance could not be determined. There was a portion of lead behind the generator which could not be assessed. The presence of a micro-fracture could not be ruled out.

Event description:
It was reported that the vns patient¿s device was tested on (B)(6) 2014 and system diagnostic results revealed high lead impedance (dc dc - 4). Normal mode diagnostics showed dc dc - 5. X-rays were taken but have not been provided to the manufacturer for review. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Age at time of event; corrected data: additional information indicates that the incomplete pin insertion event occurred on (B)(6) 2009. Date of event; corrected data: additional information indicates that the incomplete pin insertion event occurred on (B)(6) 2009. Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional. Date of implant; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. Pre-operative diagnostics showed high impedance (dc dc - 7); however, lead impedance was within normal limits when the replacement generator was tested with the existing lead. Therefore, the surgeon elected to not replace the lead during the procedure. The explanted generator has been returned to the manufacturer where analysis is currently underway.